Event description:
Patient bp via cuff noted to be below goal without clear cause at 0815. Levophed drip was up-titrated with mild improvement at 0830. At 0900 when cuff recycled, bp noted to be even lower than previous readings. It was noted that the tubing was kinked in the narcotic lockbox and completely occluded. The pump had not alarmed at all for that unknown duration of time. Clinical engineering interrogated the device and found the following: we don't see any occlusion alarms. Most likely the kink was only partially occluding flow, which paired with the somewhat lower rate of delivery can lead to lack of occlusion alarms. Log not available. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter)